Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement it was noted that the right ventricular (rv) lead had a crack in the insulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154atg implantable cardioverter defibrillator, implanted: (B)(6) 2006-07-20, explanted: (B)(6) 2013; 4076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).